Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip procedure the liner would not seat properly in the shell; sat proud 4mm of the rim. Opened a second liner which was seated perfectly on the first try. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. A trilogy poly liner was returned for evaluation. As returned, damage is seen on the backside and rim feature. A witness mark on the polar boss indicates the liner was misaligned during the attempt to install. The device was conforming to specifications during manufacturing. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.